Event description:
Attempted to use 22 hardcore fine needle biopsy system. Stylet would not unscrew. Repeated attempts to unscrew and therefore the stylet broke. Unable to use needle. Had to get a new needle to use for the fnb.